Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A surgeon was performed a tlif (transforaminal lumbar interbody fusion) of l4-s1 (spinal back surgery) on a (B)(6) male on (B)(6) 2011. The surgeon was implanting a medical device vu l pod (product # 12 ta 2609) into the operative site. The surgeon was using a mallet on the inserter to advance the cage into the disc space when the device cracked near the insertion hole and broke the back end of the cage off, leaving a u shaped cage in the disc space. The surgeon left the cage in the pt. All of the broken off pieces were removed. It was reported by the distributor/reporter that none of the implants or pieces were available to be returned for investigation.